Event description:
It was reported that the patient presented with a ventricular tachycardia event that was incorrectly interpreted as supraventricular tachycardia (svt) by the implantable cardioverter defibrillator, resulting in failure to deliver high voltage (hv) therapy to convert the patient back to sinus. The tachycardia event was terminated by itself. Programming changes were made. Patient condition was stable.